Manufacturer narrative:
Additional information was requested and the following was received: the patient demographic info: age, weight and bmi at the time of index procedure - female dob (B)(6) 1952; bmi unknown. Date and name of initial surgical procedure - date of original surgery: (B)(6) 2010. The diagnosis and indication for the initial surgical procedure? - sui. What were current symptoms following the index surgical procedure? Onset date? - pelvic pain and uti/dysuria. Other relevant patient history/concomitant medications - sle. Product code and lot number? - unknown. What is physician¿s opinion as to the etiology of or contributing factors to this event? - pt had urethral erosion after tvt; had prolonged urinary retention; I suspect tvt was too tight. The initial approach for the index surgical procedure? - ni. Any concurrent procedure/device implantation? - ni. Were there any intra-operative complications? - ni. When was the mesh exposure first noted by a physician? - mesh erosion first identified (B)(6) 2017. Mesh exposure site/location, symptoms and diagnostic confirmation? - ni. Describe medical/surgical intervention for exposure including dates and results. - mesh explanted (B)(6) 2017. What is the patient¿s current status? - pt improved and continent; no more pain.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Maude report number: mw5068681.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient experienced mesh erosion. Additional information will be requested.